Manufacturer narrative:
An event of the guidewire becoming stuck inside the delivery system was reported. The device was received for examination and the guidewire was confirmed to be stuck inside. The guidewire appeared to be getting stuck at the crimp point of the retainer receptacle. As result of this finding, abbott is performing further investigation per internal procedures.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2023, a large flexnav was chosen for the procedure. The navitor valve was successfully implanted. It was indicated that a non-abbott guidewire was not able to be removed from the flexnav delivery system. The guidewire was noted to break. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.